Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and died six days post implant. It was further reported the right atrial lead eroded thru the atrium and perforated her ascending aorta which resulted in cardiac tamponade. The patient is reported to have arrested during an attempt to do a pericardiocentesis and right atrial lead revision two days post implant. It was then that the aortic perforation was discovered. A median sternotomy was performed with a surgical closure of the aortic perforation. The lead remained implanted. The patient was transferred to the intensive care unit and died four days later.